Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted:(B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 23-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine drug (40mg at 5.7mg) via an implantable pump for non-malignant pain. It was reported that the patient experienced symptoms of overdose per the pump managing physician. Regarding any factors that may have led or contributed to the issue, it was noted that the physician performed a catheter aspiration yesterday at noon. It was noted that they did not prime the catheter after. The patient started showing overdose symptoms around 11:30 today (B)(6) 2021. It was noted that the patient's wife had called the managing physician at 3:39 and he had advised that the patient go to the nearest hospital. The pump was read, and the emergency room physician had put the pump to a minimum dose rate. The patient was to follow-up with the managing physician on (B)(6) 2021. It was noted that the patient was not on oral opioids at home. No surgical intervention had occurred or was planned. The issue was resolved. The patient was without injury regarding their status as of (B)(6) 2021. The patient's weight and medical history were unknown.